Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Product ID a521, product type software. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not feeling stimulation. According to the caller the patient was sent home yesterday after having the trial placed at 2.5, but now the patient does not feel stimulation. During the call stimulation was increased from 2.5 to 3.5 and the patient then confirmed feeling stimulation. Additional information was received from the patient who indicated that the device kept having a connection error and it appeared the app would not respond when the patient tried to open it. The patient then reported that nothing was working for them and again reported that the device could not connect. A final call from the consumer reported that the patient's wires were completely removed from their back and the patient had band-aids all over their back with swelling. The patient was advised to contact their clinician. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.